Event description:
Pt was revised because it was determined by x-ray that the poly liner had worn and that the head was not centered in the cup.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution in 1996. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.